Manufacturer narrative:
Customer service verified with the customer that they were washing parts according to our instructions for use. A replacement breast pump was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2025, the customer stated that she has received her replacement pump. The customer also stated that she started taking the medication on (B)(6) 2025. The device was evaluated on (B)(6) 2025, it was found that the pump had low suction with the medela lab kit and customer's kit. Residue was found in the aggregate. After cleaning aggregate vacuum readings are in spec. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2025, the customer alleged to medela llc that the suction was weak on her pump in style breast pump and she was on an antibiotic.